Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. Unit functioned properly. No physical damage noted during visual inspection.

Event description:
The customer reported via phone call that they were experiencing issues with the insulin pump causing them to be hospitalized. They kept receiving no delivery alarms on the insulin pump. They reverted to manual injections and went to the emergency room. The customer¿s blood glucose level at the time of the incident was 241 mg/dl. The customer¿s current blood glucose level was 191 mg/dl. It was noted that the customer had extreme dehydration, abdominal pain, pancreatitis, and diabetic ketoacidosis. The customer declined troubleshooting. The device was returned for analysis.